Manufacturer narrative:
Citation: lunardi m et al. Short-and-long-term outcomes after coronary rotational atherectomy in patients treated with trans-catheter aortic valve implantation. Journal of clinical medicine. 2021; 10:112. Doi: 10.3390/jcm10010112. Earliest date of publish used for event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into the outcomes of patients undergoing rotational atherectomy (ra) to treat severely calcified coronary lesions concomitantly with transcatheter aortic valve replacement (tavr). All data were collected from a single center between march 2010 and august 2020. The study population included 19 patients (predominantly male, mean age 81.4 years), 9 of whom were implanted with a medtronic corevalve, evolut r, or evolut pro transcatheter valve (unique device identifier numbers not provided). Among all patients, 7 deaths occurred. One in-hospital death was reported due to acute intestinal ischemia. Six patients died over the long-term follow-up period, 3 due to cardiac causes and 3 due to extra-cardiac causes. No further details were provided about the deaths, and there were no correlations made between the deaths and transcatheter valves. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: percutaneous coronary intervention, implant of a permanent pacemaker, major adverse cardiac events, implant of an intra-aortic balloon pump, implant of a drug-eluting stent, hemodynamic instability, elevated cardiac enzymes, hypotension, contrast-induced acute kidney injury. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.